Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 through the observation of the alarm at device power-up, but was unable to reproduce it during evaluation. Evaluation determined the cause to be a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.